Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported a right side rupture. The device has been explanted.